Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a post-implant check the r-waves had decreased. X-ray showed no dislodgement. Micro-dislodgement suspected or lead damage.